Event description:
Event description guidant received information that this patient presented to the emergency room with chest pain, radiating to her back. The pacemaker was found to be in the vvi mode at a rate of 50 beats per minute. The indication for the pacemaker was sick sinus syndrome. The patient was scheduled to have her pacemaker replaced in a few weeks.